Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed via physical consultation. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (right) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9441164 sn: (B)(4) and (left) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9472457 sn: (B)(4).

Manufacturer narrative:
On august 28, 2020, mentor became aware that the suspect medical device's lot number is 5791115. On september 3, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual evaluation, an anomaly was observed in the anterior expanding to the posterior view of the device consistent with a crease/fold. A tear measuring approximately 0.3 cm was also observed in the posterior aspect within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).